Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, allergy (penicillin v potassium), anxiety, pain legs, para (6), gravida (6), depression and hot flashes on (B)(6) 2019. The patient had a family history of hypertension and scoliosis. As concurrent condition the report mentioned pelvic pain (chronic) since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2768 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (operative laparoscopy, bilateral salpingactomy and removal of essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: right side- less than 3 coils, left side-less than 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.882 kg/sqm. [Pathology test] on (B)(6) 2019: gross description: also present within the container are two white metal coil fragments. Sectioning of the fallopian tubes also reveals portions of white metal coil devices within the fallopian tube lumina. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, allergy (penicillin v potassium), anxiety, pain legs, para (6), gravida (6), depression and hot flashes on (B)(6) 2019. The patient had a family history of hypertension and scoliosis. As concurrent condition the report mentioned pelvic pain (chronic) since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. On 21-oct-2019, 2768 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (operative laparoscopy, bilateral salpingactomy and removal of essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: right side- less than 3 coils, left side-less than 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.882 kg/sqm. [Pathology test] on (B)(6) 2019: gross description: also present within the container are two white metal coil fragments. Sectioning of the fallopian tubes also reveals portions of white metal coil devices within the fallopian tube lumina. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.